Event description:
The reporter stated they were training a new tech and as the surgeon inserted the aa4203tl silicone single piece lens, part of it tore off in the injector. The lens was removed and replaced with another toric lens without any injury to the patient. The customer stated the event was due to a loading error.

Manufacturer narrative:
Concomitant products: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation results: visual inspection of the returned product showed a haptic and part of the optic was torn off and missing and there was a clear surgical residue on the lens. (B)(4)